Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse iabp ran the unit for 2 hours and no errors were found. The fse later stated that it was user issues not mechanical. All functional and safety checks were performed to meet factory specifications and returned to service. It was later stated by the fse that the executive processor board was replaced because it has been 8 years and needed it done, and the printer was replaced because the fse damaged it while checking the unit.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.